Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported problem failed to detect a downstream occlusion at 20.18psi was not confirmed as the device was not evaluated for the reported allegation. The device will undergo release testing prior to shipment to ensure pump is in full working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion at psi= 20.18. There was no known patient injury or medical intervention associated with this event. No additional information is available.